Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the communication error between the scope and device occurred due to the breaking of the terminal inside the video connector socket. It is likely the terminal breakage was caused by the scope used in the combination and occurred in the following order: -when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. -the terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The following is stated in otv-s190 instruction manual "6.3 connection of an endoscope" which can prevent the event: "confirm that the video connector of the videoscope are not damaged."

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer complaint of ¿no image¿ was confirmed. There was no image due to a light source connector. A bent contact pin was noted inside the receptacle board, which caused no image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no image was displayed on the video system. There was no patient involvement reported.